Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lower anterior resection on the rectum, the device, was unable to unload but was able to fire the jaws of the device also locked on tissue, the device was unable to retract post firing. There was an unanticipated tissue loss as a result of the problem. The surgical time was extended by 30 minutes or more. The incision was extended by more than 1 inch or 2.54cm. Because of the misfiring of stapler, the doctor had to do a colostomy. The rectum was resected using a manual stapler and the instrument was removed to complete the case. The patient was still in the hospital.